Event description:
Customer reports that transmitter was not blinking and received a lost sensor. Customer also reports that serter was no releasing sensor. Customer's blood glucose was 205 mg/dl. During troubleshooting, customer removed cannula and needle was not present. Customer was advised to not insert sensor until receipt of replacement serter. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.